Event description:
It was reported that during the procedure in the moderately calcified left anterior descending (lad) and diagonal arteries, no pre-dilatation was performed. An unspecified guide wire was advanced into the lad as a buddy wire and the physician advanced the 2.25 x 12 xience nano stent system into the patient anatomy to treat a new lesion in the distal diagonal artery. There was an unknown stent, that had been placed in a prior procedure in the left anterior descending artery, which was described as having instent restenosis. The physician advanced the xience v stent system through this previously placed stent and no resistance was felt. The stent delivery system (sds) balloon was inflated and it was noted that the stent was not on the delivery system. Per physician report, it is thought that the stent slid onto the proximal shaft of the xience v stent delivery system at some point. When the balloon was inflated, the winged balloon is felt to have kept the dislodged stent on the sds when the delivery system was being retracted. When the sds reached the left main artery, the dislodged stent then slid off the sds shaft and dislodged onto the guide wire that was in the left main artery. As the dislodged stent remained on the guide wire, there were attempts made to retrieve the stent, but the stent was unable to be retrieved. A dilatation catheter was then advanced and the balloon inflated to expand the stent at the native left main artery. A non-abbott stent system was then advanced to treat the target lesion and the stent deployed. There were no adverse patient sequelae; however, there was a clinically significant delay in the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device - no pre-dilatation. Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use for the xience v/nano states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is likely that the failure to pre-dilate the lesion contributed to the stent dislodgement. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.